Manufacturer narrative:
Babar, m., babar, f., hawks-ladds, n., loloi, j., ciatto, m. (2026). Feasibility of water vapor thermal therapy for treating lower urinary tract symptoms in men with localized prostate cancer on active surveillance: a case series. Canadian journal of urology, 33(1). Doi: 10.32604/cju.2025.066654.

Event description:
It was reported to boston scientific via an article published in the canadian journal of urology that a prospective study was conducted to report the outcomes of patients, with prostate cancer (pca), treated with rezum water vapor thermal therapy to treat lower urinary tract symptoms (luts) from benign prostatic hyperplasia bph). A total of 3 patients underwent rezum therapy at one institution in the united states. Patient 2 was a 64-year-old male who had a medical history of gleason 6 pca, bph, hyperlipidemia, and was on tamsulosin. He underwent rezum therapy in (B)(6) 2018 under local prostate anesthesia and had a urinary catheter place post procedure. The patient experienced dysuria for two weeks after the removal of the catheter on day 5 post procedure. This patient also experienced clinical worsening of his luts at 1 month post-procedure, followed by improvement at 3 months which remained at the last follow-up done at 8 months. It was noted that the patient continued tamsulosin throughout the follow-up duration. No further details of treatments were provided.